Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, this vns patient underwent exploratory surgery due to the reported high impedance. During surgery, the pin was readjusted and inserted into the pin connector. Three systems diagnostics were completed and showed lead impedance as good. No products were explanted or replaced. The generator was set at the lowest settings.

Event description:
On (B)(4) 2013, it was reported that high impedance was seen (>10,000 ohms). No pain or recent falls were reported by the patient. X-rays were received and reviewed. The generator was seen in the left chest. The filter feedthru wires were intact. It could not be confirmed that the lead pin was fully inserted to the generator. The lead wire appeared to be intact at the location of the connector pins. There was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. No sharp bends were observed in the lead portion that could be visualized. The electrode placement appeared to be normal. Surgery is likely but has not taken place.